Event description:
During PICC line insertion, internal stylet was unable to be drawn back out of PICC line. The internal stylet could not be pulled back, causing the line to kink. Did not use the line, obtained a new package.